Event description:
As reported by the edwards clinical specialist, during the transcatheter aortic valve replacement procedure "there was a lot of blood that leaked back through both the valve of sheath and also the loader of the 24fr ascendra plus introducer sheath." The blood leakage was detected during the procedure, once the sheath was being used and even more once the loader was attached. The clinical specialist confirmed that the hemostasis valve of the sheath and loader did not work properly and blood was leaking through. The patient remained stable and the sapien valve was successfully implanted. This case occurred in the (B)(6).

Manufacturer narrative:
The ascendra plus introducer sheath set is not sold or marketed in the u.s.; however it is deemed similar to the ascendra introducer sheath set. Similar device reporting under 21cfr part 803 only requires reporting of device malfunctions and serious injuries related to device malfunctions. Investigation of this event is ongoing.

Manufacturer narrative:
The 24fr ascendra + introducer sheath was returned to edwards for evaluation. The sheath was visually inspected for any defects at the hub or seals. No visual abnormalities were observed with the visible cross slits valve. After visual inspection, the sheath was flushed with a guidewire. A small leak was observed with the guidewire inserted. Then the introducer was inserted into the sheath and flushed, no leaks were observed. The sheath was flushed with no devices and no leak was observed. Finally, the loader was flushed with a delivery system inserted and no leaks were observed. Hemostasis testing: to attempt to recreate the event, the sheath was tested in a fluid pressurized hemostasis chamber to record any amount of leakage observed with the sheath. The testing was performed per standard operating procedures. Based on the testing, under normal use, engineering was not able to reproduce the complaint and the device passed the leak rate specification of =10ml/min under back pressure. Visual inspection of seals after hemostasis testing showed the seals were assembled correctly; there were no signs of tearing, the slits were aligned properly, and no damage was noticed to the disc or duckbill valve. (B)(4). For the first complaint, it was found that the guidewire was mistakenly placed between the valve slits causing a loss of hemostasis. The device training manuals were updated on appropriate guidewire placement in order to mitigate against the reoccurrence of this issue. For the second complaint, although a leak was reported, engineering evaluation was not able to recreate the leak. In this case, evaluation of the returned device revealed no manufacturing non-conformities and the complaint could not be confirmed. There were no issues observed visually with the seals. Hemostasis testing did not show any leak with the sheath or loader devices. Based on complaint history, the reported incident could only be replicated for instances where the guidewire was placed mistakenly between the valve's slits. Therefore, it is likely that procedural factors (guidewire not being properly placed coaxially within the sheath) contributed to the reported complaint. The instructions for use and training manuals for the ascendra + sheath set were reviewed. No IFU/training manual deficiencies were identified. Review of complaint history for the month of december did not reveal that the occurrence rate exceeds the control limits for this failure mode. Sincere there were no confirmed manufacturing non-conformance, a corrective action is not required at this time.